Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2015 email, (B)(6) 2015 phone call, and (B)(6) 2015 email.

Event description:
The hospital reported the unit alarmed 'vt comp locked' and 'vte readings blank'. The expiratory flow sensor flap was stuck up against the top of the housing. No reported patient injury.